Event description:
Balloon could not be inflated. This was possibly due to a hub crack, which is uncertain, though.

Manufacturer narrative:
The product has been received for eval. However, the engineering analysis is not yet complete, as noted in h3. Add'l info will be submitted within 30 days of receipt.